Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter, product ID: 8780, serial/lot #: (B)(4), ubd: 19-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen at 100 mcg/day via an implantable pump. It was reported the patient was not receiving effective therapy. The physician described it as continued spasticity. A CT (computerized tomography) scan was done, and it was noted the catheter had pulled out of the intrathecal space. There were no known environmental/external/patient factors that may have led or contributed to the issue. A revision surgery was performed on (B)(6) 2021. During the revision it was noted the anchor was still sutured, however, the nose of the catheter was no longer in the spinal tissue. The spinal segment was removed and replaced with a new spinal segment. The new segment was connected to the old pump segment and the physician was able to aspirate more than 1 ml from the catheter access port. The explanted portion was discarded by the healthcare provider.